Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section d6b date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced on an unknown date with another manufacturer's device.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replace indicator message appeared for the ipg. As a result, surgical intervention may occur at a later date to address the issue.